Event description:
It was reported that patient turns therapy off at night and back on every morning. Patient rep noticed from time to time, especially if patient is tired, they have trouble with their head and hands shaking, and for at least a week, patient has had trouble turning therapy off and back on. Patient has told them, sometimes, randomly, their implantable neurostimulator (ins) turns itself back on during the night, so in the morning therapy shows on. Patient rep said this morning patient's head and hands were shaking and rep saw error code: 0x6ef8s7d4. It went away once they turned therapy off and back on and patient's head and hands stopped shaking. During the call, patient and rep used the equipment to successfully turn therapy off and back on. Agent reviewed that they should report the issue to their doctor when they saw them, since it is unexpected for therapy to turn off/on without using the equipment. Patient rep will monitor the issue and continue working with their doctor. Rep also said patient can feel it going down their legs when the y turn therapy on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.